Event description:
Hx augmentation 1980. Developed firm breast. Implant was 180 cc. Auto accident 1984 with loss of projection of right breast. Closed capsulotomy on left for symmetry. Rupture right implant.